Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. The reason for call was patient said since implant, the ins has been working great and they felt a very gentle vibration which they said they knew was a signal for them to go to the bathroom. Patient said all of a sudden about 3 days ago, they felt vibration constantly for almost 48 hours. Patient said the strong vibration got their hip a little sore. Patient said it felt like they were sitting on a vibrator and it didn't matter what position their body was in (laying down, sitting, in their car, etc). Patient said yesterday evening they turned the stimulator off and left it off for a few hours. During that time, patient said they couldn't get to the bathroom fast enough and didn't have a chance to get to the bathroom. Patient said after a few hours they turned the ins back on and they felt the vibration again but it wasn't as strong or constant, it was just more so than what they had been feeling when received the implant. Patient confirmed they were not around any strong sources of emi and had no falls. Patient said today was the first time they left the house in a number of days, said the therapy is working and right now they are not feeling a strong vibration all the time. Patient inquired about what to do if they continue to feel strong stim. Patient said they will decrease stim on their own if they feel strong stim.